Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿when the nurse was attaching the syringe channel to the pump, smoke started coming from the pump. Disconnected the device from the wall outlet. No untoward patient effects." There was patient involvement but no harm.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿when the nurse was attaching the syringe channel to the pump, smoke started coming from the pump. Disconnected the device from the wall outlet. No untoward patient effects." There was patient involvement but no harm.